Event description:
Report received of a tubing separation. Upon opening the package, the clinician noted that the distal option-lok was separated from the tubing. Though requested, no additional info was provided.